Event description:
It was reported by the hospital's biomedical engineer that when devices come down with battery issues they will run the optimal conditioning to see if that clears the issue. If not they will replace the battery. Batteries are replaced every 2 years but they will not run conditioning for all batteries unless they have issues in the "in between" year from replacement to replacement. This was reported to bd representatives during their site visit. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Correction: imdrf annex e and f codes. Additional information: imdrf annex a and g codes.

Event description:
It was reported by the hospital's biomedical engineer that when devices come down with battery issues they will run the optimal conditioning to see if that clears the issue. If not they will replace the battery. Batteries are replaced every 2 years but they will not run conditioning for all batteries unless they have issues in the "in between" year from replacement to replacement. This was reported to bd representatives during their site visit. There was no patient involvement.